Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included diabetes mellitus. The patient had ablation and ensure in 2008 and even after the ablation, the bleeding started heavy and getting irregular. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems/ bladder or urinary problems or changes"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)/ heavy menorrhagia/ irregular periods lasting a long time with clots and pain"), anaemia ("anemia/ blood or heart disorder/condition type: recurrent anemia"), bladder disorder ("bladder problems/ bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menstruation irregular ("irregular periods lasting a long time with clots and pain"), dysmenorrhoea ("irregular periods lasting a long time with clots and pain/ pain during periods") and abdominal pain lower ("pain lower abdominal") and was found to have uterine leiomyoma ("fibroids/ uterus with fibroids"). The patient was treated with surgery (hysterectomy (full)& cystorectocele repair with kelly plication). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, urinary tract disorder, abdominal pain, menorrhagia, anaemia, bladder disorder, vaginal haemorrhage, menstruation irregular, uterine leiomyoma, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, bladder disorder, dysmenorrhoea, menorrhagia, menstruation irregular, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events- pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),bladder problems ,urinary problems. Discrepancy noted in insertion date- 2008 concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : uterine leiomyoma, anaemia , menorrhagia, lower abdominal pain, vaginal haemorrhage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: follow up 3 and 4 processed together. Plaintiff fact sheet received : reporter information, patient details updated. Removal date updated. Events added- vaginal haemorrhage, uterine leiomyoma, menstruation irregular, dysmenorrhoea, abdominal pain lower, device monitoring procedure not performed. On (B)(6) 2019: follow up 3 and 4 processed together. Medical records received : reporter information, patient details updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), anaemia ("anemia") and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy & cystorectocele repair with kelly plication). Essure treatment was not changed. At the time of the report, the pelvic pain, urinary tract disorder, abdominal pain, menorrhagia, anaemia and bladder disorder outcome was unknown. The reporter considered abdominal pain, anaemia, bladder disorder, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for events- pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),bladder problems ,urinary problems quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 08/30/2019: pfs received - event injury updated to pelvic pain. New events abdominal pain, menorrhagia (heavy menstrual bleeding), bladder problems ,urinary problems were added. Patient information were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.